Event description:
Nodules at injection site, blue tinge at injection site. Report received from a staff member in a physician's office on 18-oct-2006 regarding a female patient with no known allergies and no history of autoimmune disease, who received injections of captique in 2006 to the upper and lower vermillion borders of the body of the upper and lower lips. Nine days later, the patient developed nodules and a blue tinge in the right corner of the upper lip. She called the treating physician and was examined three days later. The treating physician diagnosed an allergic reaction and prescribed oral levaquin and oral "cleasyn." At the time of the report, the patient's outcome was unknown. The physician did not provide his assessment of causality. No further information was provided.